Event description:
It was reported that the balloon was slow to deflate. The target lesion was approximately 65% stenosed and located in the mildly tortuous and mildly calcified superficial femoral artery. After placing a 6fr 45cm non-boston scientific (bsc) sheath, a 014 thruway guidewire was advanced into the tibial branches. The target lesion was treated with laser atherectomy followed with angioplasty using a 7.0x220150-hybrid sterling balloon catheter. The balloon was prepped normally and advanced over the wire without any difficulty. The balloon was inflated to nominal pressure and then taken to burst pressure. However, during inflation, it was noted that a part of the balloon would not inflate. The pressure was not held long due to the visual "filling" defect on the balloon. During withdrawal, the physician had to work the balloon inflator back and forth. The balloon took over 2 minutes to deflate and was pulled out over the wire. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon has a twist 6cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a twist in the balloon.